Manufacturer narrative:
Add'l devices: (B) (4).

Event description:
On (B) (6) 2009, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Due to tortuosity in the left common iliac artery, the pt had a peri-procedure type iii endoleak where the trunk overlapped a contralateral leg, but his resolved with repeated ballooning. A month later, a type iii endoleak occurred at the same location, but the pt refused treatment. Then on (B) (6) 2009, the pt presented with an aneurysm rupture due to the endoleak. The leak resolved with placement of another contralateral leg. On (B) (6) 2009, however, the aneurysm further ruptured due to a recurrence of the type iii endoleak, and the pt expired. The physician attributed the death to the aneurysm rupture, secondary to the recurring endoleak.